Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Customer service states the provider stated the mast kit has a lot of play and seems really loose.